Event description:
During troubleshooting of an unrelated alarm, it was reported that solution was leaking out of the patient line. The event occurred during drain one of four on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. During follow up with the hp, there was nothing unusual noted with the supplies that would have caused or contributed to the leak. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.